Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled, fed and formed two conforming clips. In addition, the instrument did not lock out. In order to evaluate the device¿s internal components, the instrument was disassembled. Upon disassembly, the ratchet pawl was found damaged, causing the anti-backup failure. As no conclusion could be reached on what caused the ratchet pawl to become damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts were made to obtain the following additional information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: could you please clarify how the devices does not work properly meaning "it chops" does the clip was used on tissue and clips or jaws cut the vessel? Did device jam (not fire clips)? Did device fire malformed clips? Or scissored clips? If other please specify. Were there any patient consequence related to this event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a kidney surgery, the instrument did not work properly. "It chops." Patient consequence was not reported. No additional information is available at this time.